Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had device software error alarm. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer stated that they were able to clear the alarm but unable to complete the rewind. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the insulin pump also received compromised force sensor system error alarm.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed displacement test and self test. No device software error alarm noted.